Event description:
It was reported that during implant the atrial lead could not be placed due to patient anatomy. The attempts at atrial lead implant were abandoned. The dual chamber device was implanted with the atrial port plugged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the lead was stretched.